Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan (lfs) finland alleging the one touch ultra meter was giving inaccurately high readings. On september 14, 2007 the technical service rep (tsr) spoke with the patient to obtain and verify info. On original date at 6:00 am, the patient obtained the fasting blood glucose reading of 9.2 mmol/l (166 mg/dl) on the reported meter. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Following this reading, the patient took lantus insulin, dose unk. Ten minutes following this meter reading, the patient fainted. While the patient was passed out, his wife attempted to give him 'something to drink', but he was unable to do so. She did not attempt to test the patient's blood glucose level while he was symptomatic. The patient's wife contacted emergency services. The paramedics arrived at 6:30 am, and tested the patient's blood glucose level to be 2.1 mmol/l. The patient was revived and treated with juice. The patient was transported to the hospital - no further blood glucose results were performed. The patient was treated again with juice. The patient was unable to provide his insulin regimen; however, stated he does adjust his medication doses based on meter readings. The patient tests three to four times per day. His expected fasting blood glucose readings range from 4.0 mmol/l to 6.0 mmol/l. The tsr determined during the troubleshooting telephone call that the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. The meter was replaced. The patient allegedly fainted and became hypoglycemic while obtaining an elevated blood glucose reading on the reported lfs product. The patient received emergency medical attention, and his blood glucose level was tested to be 2.1 mmol/l. There is no info as to the patient's meter readings, medication regimen, or doses of medication based on meter readings prior to the injury. Therefore, this complaint is being reported.